Event description:
Upon activation of the white push button, blood splashed off the needle into the clinician's face with the subsequent risk of eye infection. The reporter has been contacted regarding additional information and has not responded at this time.